Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. C18707-cg) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's past medical history included ovarian cyst, post-traumatic stress disorder and pap smear abnormal. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("mood changes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("skin rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), mood swings ("mood swings"), back pain ("back pain"), feeling abnormal ("brain fog"), muscle spasms ("leg cramps") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, female sexual dysfunction, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, mood swings and back pain outcome was unknown and the feeling abnormal, muscle spasms and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, mood swings, muscle spasms, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "mood changes, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, bladder infection, apareunia (inability to have sexual intercourse), skin rash, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, mood swings ,back pain, brain fog, leg cramps, abdominal cramping, she did not undergo an essure confirmation test.", reporter, lot number, concomittant condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's past medical history included ovarian cyst, post-traumatic stress disorder and pap smear abnormal. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight, itching, leg pain, uterine pain, left lower quadrant pain and perineal pain. 5 on (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 11 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), gingival bleeding ("bleeding gum"), premenstrual dysphoric disorder ("pmdd") and vomiting ("vomiting"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), weight increased ("weight gain"), anger ("anger"), depressed mood ("sadness") and crying ("cry alot"). In (B)(6) 2015, the patient experienced asthenia ("weakness barely can walk"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/hair came out in climps"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced mood altered ("mood changes"), cystitis ("bladder infection"), rash ("skin rash"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), mood swings ("mood swings"), feeling abnormal ("brain fog"), muscle spasms ("leg cramps") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, female sexual dysfunction, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, mood swings, back pain, asthenia, gingival bleeding, anger, depressed mood, crying and premenstrual dysphoric disorder outcome was unknown and the feeling abnormal, muscle spasms and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anger, asthenia, back pain, crying, cystitis, depressed mood, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, menorrhagia, migraine, mood altered, mood swings, muscle spasms, nausea, pelvic pain, premenstrual dysphoric disorder, rash, tooth disorder, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 195 lbs. Essure insertion procedure: both tubal ostia seen. Essure device deployed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: essure coils clearly visualized in normal position; on (B)(6) 2016: bilateral essure seen. On (B)(6) 2012 abdominal x-ray revealed,there are 2 fallopian tube wires one on each side of the midline in the upper pelvis that appear to be in appropriate position. On (B)(6) 2016 pathology test revealed,there is a coiled metal wire consistent with an essure device within the lumen of the tube and at the insertion site at the uterine cornu. The essure coil and attached fallopian tube segments are left intact as possible. Concerning the injuries reported in this case, the following ones were confirmedin patient¿s medical records: allergies: nickel,pmdd,back pain.pelvic pain,dysmenorrhea.,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included ovarian cyst, post-traumatic stress disorder, pap smear abnormal and human papilloma virus infection. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight, itching, leg pain, uterine pain, left lower quadrant pain and perineal pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 11 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), gingival bleeding ("bleeding gum"), premenstrual dysphoric disorder ("reproductive system disorder or condition type of disorder or condition: pmdd") and vomiting ("vomiting"). In (B)(6) 2015, the patient experienced nickel sensitivity ("nickel allergy"), anger ("anger"), depressed mood ("sadness") and crying ("cry alot") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced asthenia ("weakness barely can walk"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/hair came out in clumps"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced mood altered ("mood changes"), cystitis ("bladder infection"), rash ("skin rash/ rash on back"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), mood swings ("mood swings"), feeling abnormal ("brain fog"), muscle spasms ("leg cramps"), abdominal pain ("abdominal cramping"), arthralgia ("yes the pain I have is from my hips down to my knees and into my ankles"), application site pruritus ("the patches are on and they are starting to feel itchy"), sinusitis ("sinus infection are absolutely awful"), loss of libido ("loos of sex drive"), dizziness ("dizzy"), memory impairment ("forgetful"), abdominal distension ("bloating"), flatulence ("gas pain"), dysgeusia ("metallic taste in mouth"), pelvic abscess ("abscess in pelvis"), urticaria ("hives break out on my break"), endometrial thickening ("uterus was thicker"), hypersensitivity ("allergic reaction") and allergy to metals ("allergic reaction to nickel and titanium"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, genital haemorrhage, vaginal haemorrhage, menorrhagia, nickel sensitivity, cystitis, female sexual dysfunction, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, mood swings, back pain, asthenia, gingival bleeding, anger, depressed mood, crying, premenstrual dysphoric disorder, arthralgia, application site pruritus, sinusitis, loss of libido, dizziness, memory impairment, abdominal distension, flatulence, dysgeusia, pelvic abscess, urticaria, endometrial thickening, hypersensitivity and allergy to metals outcome was unknown and the feeling abnormal, muscle spasms and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anger, application site pruritus, arthralgia, asthenia, back pain, crying, cystitis, depressed mood, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometrial thickening, fatigue, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, gingival bleeding, headache, hypersensitivity, loss of libido, memory impairment, menorrhagia, migraine, mood altered, mood swings, muscle spasms, nausea, nickel sensitivity, pelvic abscess, pelvic pain, premenstrual dysphoric disorder, rash, sinusitis, tooth disorder, urticaria, vaginal haemorrhage, vomiting, weight increased and allergy to metals to be related to essure. The reporter commented: current weight 195 lbs. Essure insertion procedure: both tubal ostia seen. Essure device deployed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: results: essure coils clearly visualized in normal position; on (B)(6) 2016: results: bilateral essure seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergies: nickel, pmdd, back pain. Pelvic pain, dysmenorrhea., menorrhagia. Concerning the injuries reported in this case the following events were reported via social media : I must have bone cancer and urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's past medical history included ovarian cyst, post-traumatic stress disorder, pap smear abnormal and human papilloma virus infection. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight, itching, leg pain, uterine pain, left lower quadrant pain and perineal pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 11 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), gingival bleeding ("bleeding gum"), premenstrual dysphoric disorder ("pmdd") and vomiting ("vomiting"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), weight increased ("weight gain"), anger ("anger"), depressed mood ("sadness") and crying ("cry alot"). In (B)(6) 2015, the patient experienced asthenia ("weakness barely can walk"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/hair came out in climps"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced mood altered ("mood changes"), cystitis ("bladder infection"), rash ("skin rash"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), mood swings ("mood swings"), feeling abnormal ("brain fog"), muscle spasms ("leg cramps") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, female sexual dysfunction, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, mood swings, back pain, asthenia, gingival bleeding, anger, depressed mood, crying and premenstrual dysphoric disorder outcome was unknown and the feeling abnormal, muscle spasms and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anger, asthenia, back pain, crying, cystitis, depressed mood, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, menorrhagia, migraine, mood altered, mood swings, muscle spasms, nausea, pelvic pain, premenstrual dysphoric disorder, rash, tooth disorder, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 195 lbs. Essure insertion procedure: both tubal ostia seen. Essure device deployed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: essure coils clearly visualized in normal position; on (B)(6) 2016: bilateral essure seen. On (B)(6) 2012 abdominal x-ray revealed,there are 2 fallopian tube wires one on each side of the midline in the upper pelvis that appear to be in appropriate position. On (B)(6) 2016 pathology test revealed,there is a coiled metal wire consistent with an essure device within the lumen of the tube and at the insertion site at the uterine cornu. The essure coil and attached fallopian tube segments are left intact as possible. Concerning the injuries reported in this case, the following ones were confirmedin patient¿s medical records: allergies: nickel, pmdd, back pain. Pelvic. Pain,dysmenorrhea.,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. C18707-cg) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's past medical history included ovarian cyst, post-traumatic stress disorder and pap smear abnormal. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight, itching, leg pain, uterine pain, left lower quadrant pain and perineal pain. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, 11 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In september 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), gingival bleeding ("bleeding gum"), premenstrual dysphoric disorder ("pmdd") and vomiting ("vomiting"). In october 2015, the patient experienced allergy to metals ("nickel allergy"), weight increased ("weight gain"), anger ("anger"), depressed mood ("sadness") and crying ("cry alot"). In november 2015, the patient experienced asthenia ("weakness barely can walk"). In december 2015, the patient experienced alopecia ("hair loss/hair came out in climps"). In january 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced mood altered ("mood changes"), cystitis ("bladder infection"), rash ("skin rash"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), mood swings ("mood swings"), feeling abnormal ("brain fog"), muscle spasms ("leg cramps") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, female sexual dysfunction, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, mood swings, back pain, asthenia, gingival bleeding, anger, depressed mood, crying and premenstrual dysphoric disorder outcome was unknown and the feeling abnormal, muscle spasms and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anger, asthenia, back pain, crying, cystitis, depressed mood, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, menorrhagia, migraine, mood altered, mood swings, muscle spasms, nausea, pelvic pain, premenstrual dysphoric disorder, rash, tooth disorder, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 195 lbs. Essure insertion procedure: both tubal ostia seen. Essure device deployed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina - on (B)(6)2015: essure coils clearly visualized in normal position; on (B)(6)2016: bilateral essure seen. On (B)(6)2012 abdominal x-ray revealed,there are 2 fallopian tube wires one on each side of the midline in the upper pelvis that appear to be in appropriate position. On (B)(6)2016 pathology test revealed,there is a coiled metal wire consistent with an essure device within the lumen of the tube and at the insertion site at the uterine cornu. The essure coil and attached fallopian tube segments are left intact as possible. Concerning the injuries reported in this case, the following ones were confirmedin patient¿s medical records: allergies: nickel,pmdd,back pain.pelvic pain,dysmenorrhea.,menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received.events : weakness barely can walk,bleeding gum, anger, sadness, cry a lot, pmdd,nausea, vomiting were added. Concomitant disease, lab data were added. Fu 2 and 3 process together. On (B)(6)2018: fu 2 and 3 process together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included ovarian cyst, post-traumatic stress disorder, pap smear abnormal and human papilloma virus infection. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight, itching, leg pain, uterine pain, left lower quadrant pain and perineal pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 11 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), gingival bleeding ("bleeding gum"), premenstrual dysphoric disorder ("reproductive system disorder or condition type of disorder or condition: pmdd") and vomiting ("vomiting"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), anger ("anger"), depressed mood ("sadness") and crying ("cry alot") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced asthenia ("weakness barely can walk"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/hair came out in climps"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced mood altered ("mood changes"), cystitis ("bladder infection"), rash ("skin rash/ rash on back"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), mood swings ("mood swings"), feeling abnormal ("brain fog"), muscle spasms ("leg cramps"), abdominal pain ("abdominal cramping"), arthralgia ("yes the pain I have is from my hips down to my knees and into my ankles"), application site pruritus ("the patches are on and they are starting to feel itchy"), sinusitis ("sinus infection are absolutely awful"), loss of libido ("loos of sex drive"), dizziness ("dizzy"), memory impairment ("forgetful"), abdominal distension ("bloating"), flatulence ("gas pain"), dysgeusia ("metallic taste in mouth"), pelvic abscess ("abscess in pelvis"), urticaria ("hives brreak out on my break") and endometrial thickening ("uterus was thicker"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, female sexual dysfunction, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, mood swings, back pain, asthenia, gingival bleeding, anger, depressed mood, crying, premenstrual dysphoric disorder, arthralgia, application site pruritus, sinusitis, loss of libido, dizziness, memory impairment, abdominal distension, flatulence, dysgeusia, pelvic abscess, urticaria and endometrial thickening outcome was unknown and the feeling abnormal, muscle spasms and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anger, application site pruritus, arthralgia, asthenia, back pain, crying, cystitis, depressed mood, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometrial thickening, fatigue, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, gingival bleeding, headache, loss of libido, memory impairment, menorrhagia, migraine, mood altered, mood swings, muscle spasms, nausea, pelvic abscess, pelvic pain, premenstrual dysphoric disorder, rash, sinusitis, tooth disorder, urticaria, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 195 lbs. Essure insertion procedure: both tubal ostia seen. Essure device deployed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: results: essure coils clearly visualized in normal position; on (B)(6) 2016: results: bilateral essure seen.. Concerning the injuries reported in this case, the following ones were confirmedin patient¿s medical records: allergies: nickel,pmdd,back pain.pelvic pain,dysmenorrhea.,menorrhagia. Concerning the injuries reported in this case the following events were reported via social media : I must have bone cancer and urticaria . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet received. Event per pfs: uterus was thicker. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included ovarian cyst, post-traumatic stress disorder, pap smear abnormal and human papilloma virus infection. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight, itching, leg pain, uterine pain, left lower quadrant pain and perineal pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 11 days after insertion of essure. In september 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), gingival bleeding ("bleeding gum"), premenstrual dysphoric disorder ("reproductive system disorder or condition type of disorder or condition: pmdd") and vomiting ("vomiting"). In october 2015, the patient experienced allergy to metals ("nickel allergy"), anger ("anger"), depressed mood ("sadness") and crying ("cry alot") and was found to have weight increased ("weight gain"). In november 2015, the patient experienced asthenia ("weakness barely can walk"). In december 2015, the patient experienced alopecia ("hair loss/hair came out in climps"). In january 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced mood altered ("mood changes"), cystitis ("bladder infection"), rash ("skin rash"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), mood swings ("mood swings"), feeling abnormal ("brain fog"), muscle spasms ("leg cramps"), abdominal pain ("abdominal cramping"), arthralgia ("yes the pain I have is from my hips down to my knees and into my ankles"), pruritus ("the patches are on and they are starting to feel itchy"), sinusitis ("sinus infection are absolutely awful"), loss of libido ("loos of sex drive"), dizziness ("dizzy"), memory impairment ("forgetful"), abdominal distension ("bloating"), flatulence ("gas pain"), dysgeusia ("metallic taste in mouth") and pelvic abscess ("abscess in pelvis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, female sexual dysfunction, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, mood swings, back pain, asthenia, gingival bleeding, anger, depressed mood, crying, premenstrual dysphoric disorder, arthralgia, pruritus, sinusitis, loss of libido, dizziness, memory impairment, abdominal distension, flatulence, dysgeusia and pelvic abscess outcome was unknown and the feeling abnormal, muscle spasms and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anger, arthralgia, asthenia, back pain, crying, cystitis, depressed mood, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, gingival bleeding, headache, loss of libido, memory impairment, menorrhagia, migraine, mood altered, mood swings, muscle spasms, nausea, pelvic abscess, pelvic pain, premenstrual dysphoric disorder, pruritus, rash, sinusitis, tooth disorder, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 195 lbs. Essure insertion procedure: both tubal ostia seen. Essure device deployed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: results: essure coils clearly visualized in normal position; on (B)(6) 2016: results: bilateral essure seen.. Concerning the injuries reported in this case, the following ones were confirmedin patient¿s medical records: allergies: nickel,pmdd,back pain.pelvic pain,dysmenorrhea.,menorrhagia. Concerning the injuries reported in this case the following events were reported via social media : I must have bone cancer were added. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event¿s : yes the pain I have is from my hips down to my knees and into my ankles, the patches are on and they are starting to feel itchy, sinus infection are absolutely awful, loss of sex drive, dizzy, forgetful, bloating, gas pains, metallic taste in my mouth, pelvic abscess were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included ovarian cyst, post-traumatic stress disorder, pap smear abnormal and human papilloma virus infection. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight, itching, leg pain, uterine pain, left lower quadrant pain and perineal pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 11 days after insertion of essure. In september 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), gingival bleeding ("bleeding gum"), premenstrual dysphoric disorder ("reproductive system disorder or condition type of disorder or condition: pmdd") and vomiting ("vomiting"). In october 2015, the patient experienced allergy to metals ("nickel allergy"), anger ("anger"), depressed mood ("sadness") and crying ("cry alot") and was found to have weight increased ("weight gain"). In november 2015, the patient experienced asthenia ("weakness barely can walk"). In december 2015, the patient experienced alopecia ("hair loss/hair came out in climps"). In january 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced mood altered ("mood changes"), cystitis ("bladder infection"), rash ("skin rash/ rash on back"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), mood swings ("mood swings"), feeling abnormal ("brain fog"), muscle spasms ("leg cramps"), abdominal pain ("abdominal cramping"), arthralgia ("yes the pain I have is from my hips down to my knees and into my ankles"), application site pruritus ("the patches are on and they are starting to feel itchy"), sinusitis ("sinus infection are absolutely awful"), loss of libido ("loos of sex drive"), dizziness ("dizzy"), memory impairment ("forgetful"), abdominal distension ("bloating"), flatulence ("gas pain"), dysgeusia ("metallic taste in mouth"), pelvic abscess ("abscess in pelvis") and urticaria ("hives brreak out on my break"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, female sexual dysfunction, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, mood swings, back pain, asthenia, gingival bleeding, anger, depressed mood, crying, premenstrual dysphoric disorder, arthralgia, application site pruritus, sinusitis, loss of libido, dizziness, memory impairment, abdominal distension, flatulence, dysgeusia, pelvic abscess and urticaria outcome was unknown and the feeling abnormal, muscle spasms and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anger, application site pruritus, arthralgia, asthenia, back pain, crying, cystitis, depressed mood, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, gingival bleeding, headache, loss of libido, memory impairment, menorrhagia, migraine, mood altered, mood swings, muscle spasms, nausea, pelvic abscess, pelvic pain, premenstrual dysphoric disorder, rash, sinusitis, tooth disorder, urticaria, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 195 lbs. Essure insertion procedure: both tubal ostia seen. Essure device deployed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: results: essure coils clearly visualized in normal position; on (B)(6) 2016: results: bilateral essure seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergies: nickel,pmdd,back pain. Pelvic pain,dysmenorrhea.,menorrhagia. Concerning the injuries reported in this case the following events were reported via social media : I must have bone cancer and urticaria quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event hives break out on my back was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included ovarian cyst, post-traumatic stress disorder, pap smear abnormal and human papilloma virus infection. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight, itching, leg pain, uterine pain, left lower quadrant pain and perineal pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 11 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), gingival bleeding ("bleeding gum"), premenstrual dysphoric disorder ("reproductive system disorder or condition type of disorder or condition: pmdd") and vomiting ("vomiting"). In (B)(6) 2015, the patient experienced nickel sensitivity ("nickel allergy"), anger ("anger"), depressed mood ("sadness") and crying ("cry alot") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced asthenia ("weakness barely can walk"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/hair came out in climps"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced mood altered ("mood changes"), cystitis ("bladder infection"), rash ("skin rash/ rash on back"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), mood swings ("mood swings"), feeling abnormal ("brain fog"), muscle spasms ("leg cramps"), abdominal pain ("abdominal cramping"), arthralgia ("yes the pain I have is from my hips down to my knees and into my ankles"), application site pruritus ("the patches are on and they are starting to feel itchy"), sinusitis ("sinus infection are absolutely awful"), loss of libido ("loos of sex drive"), dizziness ("dizzy"), memory impairment ("forgetful"), abdominal distension ("bloating"), flatulence ("gas pain"), dysgeusia ("metallic taste in mouth"), pelvic abscess ("abscess in pelvis"), urticaria ("hives brreak out on my break"), endometrial thickening ("uterus was thicker"), hypersensitivity ("allergic reaction") and allergy to metals ("allergic reaction to nickel and titanium"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, genital haemorrhage, vaginal haemorrhage, menorrhagia, nickel sensitivity, cystitis, female sexual dysfunction, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, mood swings, back pain, asthenia, gingival bleeding, anger, depressed mood, crying, premenstrual dysphoric disorder, arthralgia, application site pruritus, sinusitis, loss of libido, dizziness, memory impairment, abdominal distension, flatulence, dysgeusia, pelvic abscess, urticaria, endometrial thickening, hypersensitivity and allergy to metals outcome was unknown and the feeling abnormal, muscle spasms and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anger, application site pruritus, arthralgia, asthenia, back pain, crying, cystitis, depressed mood, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometrial thickening, fatigue, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, gingival bleeding, headache, hypersensitivity, loss of libido, memory impairment, menorrhagia, migraine, mood altered, mood swings, muscle spasms, nausea, nickel sensitivity, pelvic abscess, pelvic pain, premenstrual dysphoric disorder, rash, sinusitis, tooth disorder, urticaria, vaginal haemorrhage, vomiting, weight increased and allergy to metals to be related to essure. The reporter commented: current weight 195 lbs. Essure insertion procedure: both tubal ostia seen. Essure device deployed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: results: essure coils clearly visualized in normal position; on (B)(6) 2016: results: bilateral essure seen.. Concerning the injuries reported in this case, the following ones were confirmedin patient¿s medical records: allergies: nickel,pmdd,back pain.pelvic pain,dysmenorrhea.,menorrhagia. Concerning the injuries reported in this case the following events were reported via social media : I must have bone cancer and urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event allergic reaction was added. Reporter was added. On 23-mar-2020: social media received. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included ovarian cyst, post-traumatic stress disorder, pap smear abnormal and human papilloma virus infection. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included overweight, itching, leg pain, uterine pain, left lower quadrant pain and perineal pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 11 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), gingival bleeding ("bleeding gum"), premenstrual dysphoric disorder ("reproductive system disorder or condition type of disorder or condition: pmdd") and vomiting ("vomiting"). In (B)(6) 2015, the patient experienced nickel sensitivity ("nickel allergy"), anger ("anger"), depressed mood ("sadness") and crying ("cry alot") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced asthenia ("weakness barely can walk"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/hair came out in climps"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced mood altered ("mood changes"), cystitis ("bladder infection"), rash ("skin rash/ rash on back"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), mood swings ("mood swings"), feeling abnormal ("brain fog"), muscle spasms ("leg cramps"), abdominal pain ("abdominal cramping"), arthralgia ("yes the pain I have is from my hips down to my knees and into my ankles"), application site pruritus ("the patches are on and they are starting to feel itchy"), sinusitis ("sinus infection are absolutely awful"), loss of libido ("loos of sex drive"), dizziness ("dizzy"), memory impairment ("forgetful"), abdominal distension ("bloating"), flatulence ("gas pain"), dysgeusia ("metallic taste in mouth"), pelvic abscess ("abscess in pelvis"), urticaria ("hives brreak out on my break"), endometrial thickening ("uterus was thicker"), hypersensitivity ("allergic reaction") and allergy to metals ("allergic reaction to nickel and titanium"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, genital haemorrhage, vaginal haemorrhage, menorrhagia, nickel sensitivity, cystitis, female sexual dysfunction, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, mood swings, back pain, asthenia, gingival bleeding, anger, depressed mood, crying, premenstrual dysphoric disorder, arthralgia, application site pruritus, sinusitis, loss of libido, dizziness, memory impairment, abdominal distension, flatulence, dysgeusia, pelvic abscess, urticaria, endometrial thickening, hypersensitivity and allergy to metals outcome was unknown and the feeling abnormal, muscle spasms and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anger, application site pruritus, arthralgia, asthenia, back pain, crying, cystitis, depressed mood, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometrial thickening, fatigue, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, gingival bleeding, headache, hypersensitivity, loss of libido, memory impairment, menorrhagia, migraine, mood altered, mood swings, muscle spasms, nausea, nickel sensitivity, pelvic abscess, pelvic pain, premenstrual dysphoric disorder, rash, sinusitis, tooth disorder, urticaria, vaginal haemorrhage, vomiting, weight increased and allergy to metals to be related to essure. The reporter commented: current weight 195 lbs. Essure insertion procedure: both tubal ostia seen. Essure device deployed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: results: essure coils clearly visualized in normal position; on (B)(6) 2016: results: bilateral essure seen.. Concerning the injuries reported in this case, the following ones were confirmedin patient¿s medical records: allergies: nickel,pmdd,back pain.pelvic pain,dysmenorrhea.,menorrhagia. Concerning the injuries reported in this case the following events were reported via social media : I must have bone cancer and urticaria quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2020: extension of expected date of next report a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.